Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to diabetic ketoacidosis on (B)(6) 2025 since the infusion set tubing got detached from the site because the tape was not sticking. No further information available.